Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 130 mg/dl. It was advised that the insulin pump would be replaced and the insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for pump error 53. The formatted history file analysis confirmed the pump error 53 due to a software error. No display anomaly or bolus anomaly was noted during testing. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.